Event description:
The customer reported that while runing an hcv assay, using summit sample handler serial number, there was no dilutant in well a3. No error message was displayed. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.